Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a review of reports of this pacemaker system. Ts analyzed presenting electrogram (egm) and found that there was oversensing of the ventricular signal by this right atrial (ra) lead. This resulted in stored atrial tachy response (atr) episodes. It was also noted that there was possible atrial loss of capture (loc). Ts recommended further evaluation of this ra lead. No adverse patient effects were reported. Currently, this lead remains in service.